Event description:
It was reported that when using the bd pyxis¿ es server, unable to login to the device, user account got expired on the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event, section d concomitant med prod data . Upon investigation of the actual device used in this incident, it was determined that the user unable to log into stations. A technical support specialist (fse) dialed into the med es app server and proceeded to log in to the station. Tss navigated to settings, users, user accounts, edit user and applied filters. The results showed that the account expiration setting was active. Issue had been resolved. The affected user was able to log in to the stations successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to login to the device, user account got expired on the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.